Event description:
As per new information received, the patient has been assessed as outside parameters for transcatheter valve and refused interventions from vascular surgery.

Manufacturer narrative:
Information added/updated to section b4, b5, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests the high grasping of the leaflet likely contributed to the event. As per information received, the patient did not present any anatomical conditions that could have predisposed to the slda, and no procedural issues were detected during the intervention. However, as per medical opinion, the leaflet grasping was performed too high, and the free edge of the leaflet was not appropriately visualized and therefore captured, resulting in insufficient leaflet insertion, leading to the slda. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
Additional e1 (phone number): (B)(6). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from spain, edwards received notification of a pascal precision ace procedure in the tricuspid position. After the procedure, there is a suspected single leaflet device attachment (slda). The patient had severe secondary/functional tricuspid regurgitation (tr). No anatomical or procedural complications were reported. During the intervention, one device was implanted, and the final tr grade was mild. On postoperative day (pod) 1, an slda occurred, and the regurgitation level increased to severe and a posterior jet appeared. Patient remained in stable condition and is scheduled for a reintervention with a transcatheter tricuspid valve replacement. As per medical opinion, the root cause was tissue insertion, free edge was not seen because the grasping was performed too high.